Event description:
Legal counsel for the patient alleges that patient underwent a right total hip arthroplasty on (B)(6) 2003 and a left total hip arthroplasty on (B)(6) 2003. Subsequently, legal counsel for patient alleges patient underwent a revision procedure of the right hip on (B)(6) 2012 and the left hip on (B)(6) 2004, due to patient allegations of pain, discomfort, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility and range of motion, soreness, dysfunction, and metal poisoning and metallosis. Patient¿s legal counsel reports patient underwent a second right hip revision on (B)(6) 2013 due to allegations of infection. A review of invoice history confirmed the initial surgery dates for both hips and the left hip revision procedure on (B)(6) 2004; however, invoice history for both right hip revisions could not be located and it is unknown which components were removed and/or replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. The following sections could not be completed with the limited information provided. Additional device information - no information. Date implanted - no information. Manufacture date ¿ no information. This report is number 5 of 5 mdrs filed for the same event (reference 1825034-2014-01967, -01970, -01972 / -01974).